Event description:
A report was received that alleges that the tracheostomy tube required removal and replacement. It is alleged that after an unk amount time in situ, the tracheostomy tube tore near the flange. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.